Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 300mg/dl. The customer treated with saline and an IV drip. Customer indicated that their doctor has been contacted and their blood glucose value was 250 mg/dl at the time of the call. Customer was unable to continue with troubleshooting and indicated that they will call back later.